Event description:
Additional information received from manufacturer representative indicated that the extension was replaced and it seemed to stop the issue. The patient was doing well.

Manufacturer narrative:
Information references :the main component of the system and other applicable components are: product ID: 3708660,# serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and healthcare provider (hcp) reported via a manufacturer representative (rep) reported that he had shocking and tingling in his head, face, and arm when pressure was applied at the extension site on the right side. Impedances were measured and came back normal per the hcp. An extension revision was planned for (B)(6) 2016. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.